Event description:
The customer called and reported he received a motor error alarm on the insulin pump during priming. The customer's blood glucose level was 128 mg/dl. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer was not using the sensor feature. The customer was able to complete the rewind sequence. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime/force sensor system test. The unit was received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The device was received with a broken belt clip slot, cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at display window corners, a cracked reservoir tube, and a stained end cap sticker.